Manufacturer narrative:
The associated complaint devices, used for treatment, were not returned. The stated failure could not be confirmed. The devices were manufactured in 2014. That is recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. The design history record review did not show any deviations. A complaint history review of the e0014030 express instruments did not reveal prior complaints. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported to fall off impactor after following the proper instructions. The head doesn't mate to the introducer correctly and the threads could be damaged on the impactor. It is not known if all these problems occurred during the same procedure and where (inside or outside of the patient). Surgery was completed changing the surgical technique.